Manufacturer narrative:
(B)(4). Additional information was received from the local area field representative indicating the lead was left to unipolar pacing with bipolar sensing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise which was oversensed and resulted in pacing inhibition. Reprogramming options were discussed. No adverse patient effects were reported.